Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the report issue was confirmed however; the definitive root cause of error number e433 could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrosurgical generator esg-400 had an e433 (internal hardware error) error code. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.